Event description:
It was observed during the device inspection that there was adhesive (ke45) on the forceps cover, and there were deep scratches, tears, and peeling on the adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.